Event description:
It was reported that a therapeutic hydrothermal ablation was performed on a pt with fibroids, polyps and a thick endometrium. Throughout the case visualization was difficult. After about 8 mins 20 seconds of ablation the pt began to have some uterine spasms due to cramping. The fluid levels in the reservoir went up and down but never below 10cc to trigger an alarm. The dr checked the cervical seal and inadvertently pulled out the scope. The machine was turned off immediately and the cool down process proceeded. There were burns around the cervix and on the perineum, with some blistering by the next day. The pt was treated with narcotics and silvadene cream.